Event description:
New information received notes that post paced t-wave over-sensing on the right ventricular (rv) lead reoccurred. No intervention was performed. Patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular (rv) lead exhibited multiple episodes of oversensing. Programming changes were recommended. The patient was in stable condition before, during and after the interrogation.